Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: impact code updated corrected from device revision or replacement to device explantation.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000065209.

Event description:
It was reported that effective therapy was never established for the patient and the patient had difficulties setting their system to MRI mode. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's scs system was explanted to address the issue. Investigation was unable to determine which of the leads is attributed to the event.